Event description:
I had prk surgery on both eyes in 2001 while on active duty, (B)(6). Had to undergo it several months later due to scarring. Noticed I had to wear sunglasses at all times after that and my night/low light vision was greatly diminished. Started getting migraine headaches. Symptoms progressed till in (B)(6) 2011 I woke up in the emergency room of an apparent seizure. This occurred again in (B)(6) 2012 and I was then diagnosed with seizure syndrome. My left eye lid sticks to my eyeball at night which triggers the seizure and causes extreme pain in that eye and a migraine headache. My short term memory is worsening. I am now on blood pressure meds. I have lost my job due to this. Even with the seizure meds I sometimes have painful nightly episodes of these side effects.